Manufacturer narrative:
H6 - adverse event problem - updated codes to reflect lead fracture. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6) batch: a000096529.

Event description:
Additional information revealed that the patient's lead was fractured, causing the high impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.